Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The physician performed a pocket revision on (B)(6)2017. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. Patient weight and medical history were asked and will not be made available. Other medications the patient was taking at time of the event were not available. The date of the event was (B)(6) 2017. It was reported the pump pocket was red and looked like it was eroding. Surgical intervention was planned for (B)(6) to reposition the pump. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved. Patient status at time of this report was alive - no injury. No further complications were reported.